Manufacturer narrative:
(B)(4). The event of " capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and exchange from textured to smooth due to patient concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, white particles calcification -like in device outer surface and fold creases. A microscopic analysis and leak test were performed which identified one opening crease sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and exchange from textured to smooth due to patient concern with the product. Device has been explanted and replaced.